Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Due to limited information provided, further details were not available. This ra lead remains in service and no adverse patient effects were reported.